Event description:
It was reported that the electrocardiogram connection, which was connecting the screen to the base, was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis determined that the electrocardiogram connector on the link electronic module (lem) board as loose and therefore the lem board was replaced and calibrated. Analysis also found that the hinge plate screws were missing and the system fan was noisy. The screws were found inside the keyboard compartment and they were reinstalled, and the system fan was replaced. (B)(4).